Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white twist clamp of a minicap transfer set leaked. This was observed during use of the device for peritoneal dialysis therapy. When the transfer set was closed, the nurse was able to push saline through the set. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the tubing and main body. There were markings inside the silicone tubing indicating the tubing was positioned on the post of the female connector. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the female connector and the tubing is a friction fit and not a solvent bond; therefore, a strong tug on the tubing could cause the separation. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.